Manufacturer narrative:
The field service representative was unable to determine the cause of the discrepancies, and noted he did not find any issues with the analyzer. He performed a precision check with control material and ran quality control, which recovered within range.

Event description:
Customer states, she asked sister labs for samples for troubleshooting valporic acid assay. She said they picked out samples that they had tested and resulted within a range from low to high values. She tested five of the samples on this c501, and received discrepant results for one of the samples. (B) (6) and (B) (6) are sister hospitals, (B) (6) is this hospital: (B) (6) p module old reagent result 78.75 ug per ml (original testing). (B) (6) cobas 6000 1 ((B) (4)) result 59.5 ug per ml. (B) (6) cobas 6000 2 ((B) (4)) result 66.1 ug per ml. (B) (6) lab p module new formulation result 62.5 ug per ml. (B) (6) lab p module old formulation result 72.49 ug per ml. (B) (6) lab cobas 6000 result 65.5 ug per ml. The samples were received frozen from (B) (6), and then refrozen before sending them to another sister lab. Product labeling indicates samples should not be subject to multiple freeze/thaw cycles. Neither (B) (6) or (B) (6) labs reported any issues or problems with valporic acid results it.